Event description:
Case report from (B)(6) reported as: "(B)(6) 2014, the patient was taken to the hospital by an ambulance due to a rupture of thoracic descending aorta. Descending aorta was ruptured and pleural effusion in the right pleural cavity was confirmed. Accumulated pleural effusion was removed with drainage. CT images showed that two stent grafts had been implanted on distal aortic arch (medtronic: talent thoracic, these stent grafts had been implanted at the different hospital). On these images, aortic aneurysm was confirmed, which was extended to just above the superior mesenteric artery. (B)(6) 2014 am, three artery bypass surgery was performed. Between right external iliac artery and right renal artery. Between left external iliac artery, celiac artery and superior mesenteric artery (t-shaped bypass). Between left external iliac artery and left renal artery." "(B)(6) 2014 9:00, the physician punctured calcified left common femoral artery with vessel diameter 6.5mm in order to insert relay plus. The first relay plus size 30/26-155 was placed as the distal end was positioned around l2-3, and then the second relay plus size 42/38-195 was placed as the proximal end was positioned in zone 4. After placing two relay plus, no leakage was confirmed. Since the access vessel was originally thin, angiography was performed around access point by inserting an angiography catheter to lower limb from relay plus insertion site (left common femoral artery). Vessel dissection was confirmed near anastomotic point of two artery bypasses on left external iliac artery. In addition, anastomotic point of these two artery bypasses was occluded. A thrombus was removed with a fogarty catheter. Removed material was a white clot, so it was considered that the inner layer of vessel was exfoliated. Occluded bypass was resolved and blood flow to lower limb (even it was slow) were confirmed by angiography; therefore, the operation was finished."

Manufacturer narrative:
This MDR involves one patient that was implanted with two devices. This report identified as "2247858-2014-00016 - device 1" is for the first device. The separate report identified as "2247858-2014-00016 - device 2" is for the second device. Device 2: catalog# 28m342195382590u, lot# 140523118, expiration date: 05/05/2017.